Event description:
It was further reported that target lesion 1 was 12mm long, and was treated with the placement of a 3.0x20mm taxus express2 stent, with 0% residual stenosis. Intervention to a second vessel was not possible at this time due to equipment issues. Post arrive 2 procedure, patient exhibited a change in mental status attributed to bilaterial embolic strokes (date unknown). The patient also developed bacteremia thought at that time to possibly be due to an infected central line. The central line was removed. Blood cultures were positive for staph aureus and non-hemolytic streptococcus. The patient was treated with IV vancomycin hydrochloride and gentamicin sulfate, however, repeat blood cultures continued to be positive for the same organisms. A repeat transesophageal echocardiogram (date unknown) revealed a large amount of mitral valve vegetation which was thought to be the source of the embolic strokes and ongoing beacteremia. Per discharge summary, a tee performed 8-days previously was negative. The patient underwent a cardiothoracic surgery consult, but was determined to be a poor surgical candidate due to her multiple medical co-morbidities. The patient's condition continued to deteriorate, she became completely aphasic. 19 days post procedure, the patient developed hypotension. Family decision was made to withdraw all treatment and life support measures, including hemodialysis, IV antibiotics, and tube feedings. A morphine sulfate drip was initiated along with comfort-care measures. The patient expired 2 days later. An autopsy was not performed. In the opinion of the physician the cause of death was "bacterial endocarditis", and the targetg vessel(s) were not involved.

Event description:
21 days after a drug eluting stenting treatment procedure the pt, the pt expired. The lesion being treated was a 3.0mm 99% stenosed distal left anterior descending (dist lad) artery. The lesion was predilated. Then the physician placed a taxus express2 8.8% drug eluting stent in the dist lad. In 2005, before discharge the pt expired. In the opinion of the physician the cause of death is listed as bacterial endocarditis. There was no autopsy. In the opinion of the physician the relationship of the death to the target vessel is "not" related.